Manufacturer narrative:
The instrument will not be retuned for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, tissue clogged the pulleys of the force bipolar instrument. The medical engineer stated when the uterus was compressed using the force bipolar instrument, tissue from the uterine corpus became entangled in the pulleys of the instrument. The surgical team utilized both the right and left instruments to free the trapped tissue. There was minimal bleeding, which was controlled using an unspecified bipolar instrument. This instrument was subsequently removed and replaced. The procedure was completed robotically as intended. The patient has not experienced any post-surgical complications related to this incident.